Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
10/20/2024 - tp - 4:55 pm pst. Pt called and advised he changed his supplies this morning and bg has been high over 400. Pt stated he just changed out his site about 10-15 mins ago. Recc that pt monitor his bg and if it is not coming down in the next hour then site may need to be changed again. When speaking with the pt, bg dropped about 10 points as we were speaking so appears the new site is working and bringing the pt's bg down. Pt uses contact detach, 6 mm, 23 in. When pt removed the old site he did not notice any damage to the cannula or the site. Bg currently at 392 were your bg levels affected by this issue (yes/no)? Yes. What was your highest/lowest bg level during this event? 400. How long were your bg levels high/low (outside of 70-180)? About 4 hours. Did you use any back-up therapy to correct your high/low bg levels? No. Did you do any ketone testing? No. If so, did you follow your ketone action plan? Have you had any recent steroid injections? N/a. Did you receive any professional medical intervention for this event? No. Did you receive any other assistance for this event? No. Are logs synced? (If not let's work on this). Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.? No.